Event description:
The customer reported that the battery was not recognized when installed in battery slot b.

Manufacturer narrative:
The customer reported that the battery was not recognized when installed in battery slot b. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.